Manufacturer narrative:
The device was not returned for evaluation; therefore, the exact cause of the reported event could not be conclusively determined at this time. However, based on the similar reported events, a broken loop can likely occur from mechanical overload by the application of excessive force and improper handling and or the electrode comes into contact (unintended) with other metal parts, e.g. Surgical instruments while the high-frequency output was activated. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during the middle portion of a transurethral resection of a prostate (turp) procedure, the loop at the distal end of the device broke off and fell into the patient¿s bladder. The broken loop was retrieved from the patient and another similar device was used to the complete the intended procedure. No patient injury was reported. There was no bleeding to the patient observed.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection found the loop wire at the distal end of the device broke off in the middle and balled up on one end. The other end of the loop wire was missing. The missing portion of the loop is approximately 6mm in length. In addition, the loop wire was bent out of original shape. The blue and yellow colored insulation posts at the distal end have charred stains and are melted. Also, the blue colored insulation at the middle of the device was bent, but its proximal end appeared to be normal. No functional testing was performed due to the condition of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM conducted a review of the device history records (DHR). The manufacturing and quality control review was performed for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue.